Event description:
Customer reported the system intermittently displays an interlock failure error and system will not work. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and reseated circuit boards and cable connectors. System operates as intended.